Event description:
It was reported that the right ventricular (rv) lead was found to have dislodged, and was causing the patient to experience premature ventricular contractions. The lead was repositioned, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead - (B)(6) 2012. (B)(4).